Manufacturer narrative:
The malfunction was not confirmed since the user received a low glucose alert. Since the user experienced hypoglycemia ,ambulance was called in and treated with IV glucagon.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where the user experienced hypoglcemia and was called an ambulance.